Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the 3.5 x 23 mm xience alpine during insertion into the y-connector there was difficulty and the stent dislodged from the balloon. The y-connector captured the dislodged stent and the stent was able to be retrieved outside of the anatomy. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The stent dislodgement was able to be confirmed. The difficult to insert could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficult to insert or stent dislodgement; however noted damages to the stent delivery system appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.